Manufacturer narrative:
Continuation of medical devices: 419688 lead implanted (B)(6) 2012. Dtbb1d1 crt-d implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead had exhibited intermittent undersensing on stored electrograms (egm). In addition, it was noted that the right ventricular (rv) lead experienced high thresholds. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.